Event description:
A call to patient services was made on (B)(6) 2013 stating that this device was newly implanted and patient has an infected wound. Patient has no systemic effect, currently present site exposed, device eroded through skin, lower end of incision drained, now he will be receiving a new device, which will be placed on his right side. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).